Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced hypoglycemia with a blood glucose (bg) of 69 mg/dl for approximately 30 minutes. The agent advised treating with fast-acting carbohydrates, and the user confirmed taking four glucose tablets. The agent explained that bg should rise soon after treatment. The user understood and agreed to call back if additional assistance was needed. No external assistance or medical intervention occurred.